Event description:
It was reported that surgical time was extended by 50 minutes due to breakage of an instrument.

Manufacturer narrative:
The device returned for manufacturer analysis shows evidence that an external tool has been used to tighten the plastic knob mechanism. This instrument is intended for hand tightening only, and use of additional tools to tighten the device is considered user error and misuse of the instrument.